Event description:
Additional information was received which indicated that this lv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a spike in pacing impedances on the left ventricular (lv) lead from 400 ohms to greater than 1800 ohms. Boston scientific technical services (ts) discussed the normal range for this lead is 300-1200 ohms. The health care professional (hcp) noted the patient recently had a right atrial (ra) lead revision procedure and the lv lead may have been damaged. This crt-d and lv lead remain in service. No adverse patient effects were reported.